Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the centrimag console displaying a s3 alarm was confirmed via the submitted log file; however, it was not reproduced. A log file was downloaded from the returned centrimag console. A log file was downloaded from the returned centrimag console. A review of the downloaded log file showed events spanning approximately 6 days ((B)(6) 2023, (B)(6) 2023, (B)(6) 2023, (B)(6) 2023, (B)(6) 2023, and (B)(6) 2023 per time stamp). There were three power cycles prior to the system being powered on at 17:40:13 on (B)(6) 2023. Throughout the log file, there were several set speed changes. The console was operating a motor at a speed of between 0 rpm and 3050 rpm. On (B)(6) 2023 at 22:17:11 following turning the console on, the "system alert: s3" alarm activated due to a sf_lmc_motor_iic sub fault flag. The alarm was muted at 22:17:13. Pump speed remained at 0 rpm while the s3 alarm was active. The alarm did not affect the system from operating as intended. There were no other notable atypical alarms active in the log file. The centrimag motor was not returned for analysis. Additional information provided stated that the console exchange resolved the alarms and the serial number for the motor is unknown. A root cause for the reported event was unable to be conclusively determined. The device history records could not be reviewed for the centrimag motor due to the serial number of the motor being unavailable. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The 2nd generation centrimag system operating manual provides information regarding emergencies/troubleshooting in section 9. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. The 2nd generation centrimag system operating manual section 11.1 entitled "appendix I ¿ console alarms and alerts" contains a list of console alarms and alerts, including s3 alarms, as well as appropriate operator response to these events. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that during the out of hospital rescue of a patient on extracorporeal membrane oxygenation (ECMO), the centrimag console presented an s3 alarm. There was no problem or interference with the patient care or support. Upon arrival at the institution, the console was exchanged without presenting any problem or consequences for the patient and the alarms resolved. Related manufacturer refence number: 3003306248-2023-01391

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.